Manufacturer narrative:
On january 08, 2024, mentor received a device for evaluation that differed from what was previously reported. On january 22, 2024, mentor received clarification regarding the returned device. The device was identified as a 425cc mentor smooth round moderate profile saline breast implant. The following fields were updated: lot: 7733709 serial: (B)(6). Expiration date: 5/21/2023 manufacture date: 5/30/2019 on january 25, 2024, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant had a crease/fold on the posterior view. In addition, a tear was found within the crease/fold, measuring approximately 0.1 cm. A microscopic examination was performed and no instrument damage was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2023, mentor received additional information. The patient was implanted with her prosthesis during a primary breast augmentation surgery. The identity of the patient's right prosthesis was updated. Lot: 7589401 serial: (B)(6) expiration date: (B)(6) 2022 device manufacture date: (B)(6) 2018 a manufacturing record evaluation (mre) was performed for the updated lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The patient underwent bilateral removal and replacement with 325cc mentor smooth round moderate profile saline breast implants on (B)(6), 2023. It was also reported that the patient's deflated implant caused a 30 minute surgical delay. There were no additional patient consequences reported. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 07, 2024, mentor received additional information. The patient's date of implant was updated to (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with a 425cc mentor smooth round moderate profile saline breast implant. Post-operatively, the patient experienced a deflation of her right prosthesis, which was confirmed by a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.